Manufacturer narrative:
The investigation is ongoing.

Event description:
A user facility in china reported that the cutter was not cutting, yet was still aspirating, during the procedure. There was no effect on the patient.

Manufacturer narrative:
A1: correction: (B)(6). Although the product was not received for evaluation, a review of the video attached to the complaint file was performed. The original packaging is not visible in the video. The part number and lot number cannot be verified or determined. However, the video does clearly show a 23ga vit cutter in a surgical setting. The tip of the vit cutter is in a priming cup. The tubing is fully assembled and correctly attached to the stellaris system. However, tubing connections cannot be verified to be tight by viewing the video alone. The cutter is activated with the cut rate set to 5000 c.p.m. The cutter can be heard ¿humming¿. However, the fluid in the cup is not turbulent therefore, it cannot be determined with certainty that the inner needle was moving. In addition, the system vacuum rate is set to 300 mmhg. The tubing has fluid droplets in the aspiration line, but no flow can be seen moving through the aspiration line and no fluid can be seen dripping into the collection cassette. The cutter does not appear to be aspirating which could contribute to poor cutting performance. The cause for the loss of aspiration cannot be determined by viewing the video alone. No further evaluation can be performed as the vit cutter was not received. Based on a review of video provided by the customer, it appears that the cutter is not aspirating. The root cause for the loss of aspiration cannot be determined by viewing the video alone. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The product was received for evaluation. Visual inspection found the collection cassette assembly is dirty with fluid in the irrigation line and droplets of dried solution visible inside the collection cassette. Inspection of the 23ga. Vit cutter found the tip protector was not in place as it should be. It is tangled in the tubing. The needle is bent. There is debris on the shaft of the needle. The port window is in the open position. The cutter has dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. It cannot be verified by viewing the video if all of the tubing connections are tight. However, they are now. Due to the evidence of use and the returned condition with a bent needle it cannot be determined when the needle came to be bent. The investigation is complete.